Event description:
It was reported that the target lesion was located in the tibial artery with mild calcification. The armada 14 balloon was positioned at the target lesion and was attempted to be inflated. However, it was not possible to inflate the balloon and contrast media was noted to be leaking out of the distal tip of the balloon catheter. The balloon could not even be partially inflated and it was retracted from the anatomy without issue. The procedure was finished successfully with another armada balloon (unknown size). There was no adverse patient effect. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht command; sheath: terumo. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.